Manufacturer narrative:
Initial reporter: (B)(6). (B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and pain.

Event description:
Healthcare professional reported rupture and pain on the right side. The device has been explanted.

Event description:
Healthcare professional reported, rupture and pain on the right side. The device has been explanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified. Observed, rupture on the device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis. It is not possible to determine, the most likely failure mode.